Manufacturer narrative:
Device received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir in place due to missing retainer.

Manufacturer narrative:
Device received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir in place due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 120 mg/dl at the time of the incident. The customer stated that the reservoir ring on top of the reservoir had a crack and that the reservoir was unable to lock into place. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.